Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman laa closure device and delivery system (wds) was used and advanced into the watchman access system (was); however, during advancement both devices kinked. They were removed and a new transeptal puncture was created for better access. The second wds was advanced into a second was; however, they both kinked again during advancement. They used an 18f catheter with a third was to enlarge the femoral access and make the first part of the was more stiff; however, the was kinked during advancement. The physician then tried using a single curve was which seemed better, so they inserted the third wds through the fourth was. The closure device was positioned well, but there was more than a 5mm leak and the shoulder protrusion was not acceptable. Therefore, they attempted to reposition the closure device by partially recapturing it; however, it was discovered that the single curve was was kinked. There was no damage or issue with the wds. The procedure was not completed and the patient remained stable.